Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used on the left superior pulmonary vein on a video-assisted thoracoscopic single port lobectomy, the reload was adjusted to 45 degrees. After firing, the reload was unable to keep angle, continued to turn and provoke, almost picked off the blood vessels, but luckily completed the firing. They took out the gun from the thorax, found the black return button was unable to return, and the black part of the gun body was obviously loose/broken. After removing the reload, there was a little spring dropping. In order to complete the case, they had to replace one new gun. There was no patient injury.